Event description:
The patient reported that she felt like her implant gets hot and has not been functioning correctly for 3 years. A decision to explant the patient's device was scheduled. The patient's c1 device was explanted and the patient was reimplanted with another advanced bionics cochlear implant.